Event description:
Reporter alleged husband found wife unresponsive, and when checking blood glucose, it measured 272 mg/dl. It was stated customer was taken to the hospital and glucose measured 50 mg/dl fifteen minutes later, so customer was treated with a glucose IV as a result. Reporter stated the test strips being used at the time were expired. Reporter indicated customer was released from the hospital after 3 hours, and no other actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.